Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 3 patient samples tested for elecsys hcg + beta test system (hcg+beta) on a cobas 8000 e 602 module. Patient 1 initial hcg+beta result was 6148 miu/ml with a repeat result of <2 miu/ml. Patient 2, on (B)(6) 2017, initial hcg+beta result was 4462 miu/ml with a repeat result of <2 miu/ml. Patient 3, on (B)(6) 2018, initial hcg+beta result was 1075 miu/ml with a repeat result of <2 miu/ml. The initial results for all three patient samples were from 1:20 dilutions. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The customer was not using rack adapters. The customer was not performing the dilution using the factor recommended per product labeling. The hcg+beta reagent lot was 24044400 with an expiration date that was not provided. The investigation is currently ongoing.

Manufacturer narrative:
Based on qc data provided a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.